Event description:
It was reported the patient was admitted for a rule out myocardial infarction. On the evening after admit, patient became lethargic and unresponsive, was admitted to the intensive care unit, intubated and treated for hypotension. Renal function began to deteriorate. Family requested no heroic measures and the patient expired. Cause of death was reported as cardiac arrest and coronary artery disease. There was no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.